Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the mid left superficial femoral artery (sfa). Two non-abbott stents were implanted and post-dilatation was performed using a 6.0 x 250 mm armada 35 ll dilatation catheter. A dissection was noted in the mid left sfa after use of the armada 35. An unspecified stent was implanted as treatment of the dissection. The condition resolved. The patient was discharged from the hospital the next day. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of vascular dissection is listed in the armada 35 / armada 35 ll, percutaneous transluminal angioplasty (pta) catheter instruction for use (IFU), as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.